Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula which led to high blood glucose level.they tried to treat it with bolus via multiple daily injection(mdi). Therefore, on (B)(6) 2025 the patient first went to emergecy room and subsequently hospitalized due to high blood glucose level and eventually shifted to intensive care unit (ICU) due to hyperglycemia. The blood glucose level was 523 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Patient also reported redness at the site. The patient was released from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.